Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat. Customer had contact with a healthcare professional who obtained an unspecified blood glucose result and provided biscuits as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered in section b3 is based on the customer's report of "wednesday." If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat. Customer had contact with a healthcare professional who obtained an unspecified blood glucose result and provided biscuits as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.